Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500ml eva tpn bag leaked from the lower left seam when the nurse went to hang the bag. The nurse stated the seam was not completely sealed and let a small amount of infusion out. This occurred after the bag had been compounded with 450ml of sodium chloride and 50ml of rituxan. There was no patient involvement. No additional information was available.

Manufacturer narrative:
The device was received, however an evaluation could not be completed due to the condition of the sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was labeled with a warning of chemotherapy drug. Therefore, the device could not be evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a leak in the side seam above the bottom weld of the bag. The reported condition was confirmed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.